Event description:
A customer contacted beckman coulter inc., (bci) regarding obtaining higher than expected result for gi monitor that was generated by the unicel dxi 800 access immunoassay system for one patient. The result was discordant to two alternative methods. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
This is the only patient sample being questioned. No qc or system check data was supplied. There is no indication that service was dispatched for this event. The patient's sample is being sent to customer product line support (cpls) for an interferent testing. Root cause for this event is pending cpls investigation results.